Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jjk598 batch number, and no non-conformances were identified. Summary: it was received for analysis an empty opened foil, a paper lid and a winding former with a stuck detached needle and a suture in several pieces of product code y489, lot jjk598. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected and remnant of suture was observed inside barrel hole. The winding former was visually examined, and the suture could not be dispensed since has begun with the process of degradation and this condition caused that the suture was detached of the needle. The time of exposure of sutures to the environment could not be determined. Also, the foil was examined and showed multiples wrinkles and holes in cavity on bottom foil packet due to excessive manipulation. Per the condition of the samples, the assignable cause of performance detached needle, is suture degradation; due to the improper handling of package.

Event description:
It was reported that the patient underwent a dental and oral surgery on (B)(6) 2019 and the suture was used. During the evaluation, the packaging foil showed holes in cavity on the bottom. There were no patient consequences reported.